Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that the issue was resolved and the patient was receiving effective therapy after the spinal segment was replaced. The explanted catheter segment would not be returned for analysis as it was discarded by the customer. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(4) regarding a patient who was receiving gabalon at a dose of 50 mcg/day via an implantable pump for adhesive arachnoiditis. It was reported that when checking the running condition of the catheter on (B)(6) 2019, which had been implanted the previous day it was found that the catheter had been placed in the epidural space. It was unknown why the catheter was placed in the epidural space and noted that outflow of cerebrospinal fluid was confirmed during the procedure on (B)(6) 2019. The spinal segment of the catheter was replaced on (B)(6) 2019. No further complications were reported or anticipated.